Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6, h10. Result of investigation: the vyaire field service representative (fsr) went onsite to evaluate the ventilator. The fsr noted that when the vent was turned on the compressor was running, as the customer did not have the medical air connected. Vent passed est. Vent passed all ovp criteria. No alarms or errors during ovp. Vent passed compressor check. Unit meets factory specs. All tests passed required criteria.

Event description:
The customer reported to vyaire medical that avea ventilator unit failed while on patient. Avea ventilator unit has presenting with multiple error codes. Tca ref fault, compressor output low, ifs voltage fault, and pneumatics module fail to cycle. At this time, there is no information regarding patient harm associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.